Event description:
It was reported that a patient underwent a planned tonsillectomy and turbinectomy on (B)(6) 2011 and suture was used. During the procedure, the needle broke falling into the surgical cavity. Due to breakage of the needle, only the tonsillectomy was performed. The patient was transfered to another hospital and an MRI was performed to locate the needle. The needle was removed laparoscopically and the patient has swelling of the face.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Results: the visual analysis of the actual needle revealed that the breakage occurred in the attachment area which is considered fragile and according to the IFU it is recommended to avoid clamping in this area. There were heavy marks of clamping in the broken area. Conclusion: the device information for use cautions the user that (B)(6) care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders (B)(6). Result: representative sample of the product was tested for needle strength and ductility and the results obtained were in conformance with the requirements. Conclusion: no device failure detected and the product is within specification.